Manufacturer narrative:
Information not provided. Account does not want to talk about any more specifics. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Surgeon reported experiencing multiple vacuum loss issues. It was described as a lack of hold, jumpy/unpredictable vacuum surges when using the peristaltic pump (user only uses the peristaltic pump). Case took slightly longer than expected and he had to operate more anteriorly. During follow up it was reported that the patient required to visit emergency room as the intraocular pressure was 60mmhg. The patient required that the wound be burped to remove the ophthalmic viscolastic device (ovd) and diamox was given.

Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is march 11, 2022. Device evaluation: h6 type of investigation codes 3331 and 4109 h6 investigation findings - code 213 a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No device failure was identified. The documentation/label review defines potential complications and adverse events associated with this type of surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.